Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the implantable cardioverter defibrillator exhibited intermittent false automatic mode switch episodes and non-sustained over-sensing episodes with functional under-sensing and loss of capture. This event is related to competitive atrial pacing into a native sinus tachycardia. No interventions were reported at this time. The patient was stable.